Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor to the ilet, while glucose readings were visible on the dexcom mobile app; the user was instructed to verify and re-enter the pairing code and allow time for pairing, and was advised to replace the sensor if pairing did not complete. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and successful pairing with subsequent normal use. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the pairing issue resolved after guided steps and no device malfunction was confirmed. It was concluded that the event was related to connectivity and setup, resolved with standard troubleshooting, and did not result in injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.